Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partially peeled-7.0fr peel-apart sheath and vessel dilator were received for evaluation. Gross visual and function evaluations were performed. Bunching was noted on the peeled portion of the sheath. The vessel dilator was loaded to the peel-apart sheath and removed without issue. The sample was noted to be bent. Therefore, the investigation has been confirmed for identified deformation issues and inconclusive for the reported defective component as the catheter was not returned for evaluation. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the peel away sheath was allegedly too small for the catheter to go through. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the peel away sheath was allegedly too small for the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.